Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedances on the right ventricular (rv) channel. Boston scientific technical services (ts) was consulted and troubleshooting recommendations were provided. The recommended testing was performed in clinic. It was noted that the shock impedance remained high but no other abnormal electrical measurements were observed. The physician has elected to continue monitoring the system. This ICD and the rv lead remain in service. No adverse patient effects were reported.